Manufacturer narrative:
Product ID: 388928, lot# 0205935523, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the device, model # 3023, sn (B)(4), found no anomaly.

Event description:
It was reported that the patient had a loss of therapy after a major fall. Impedance values were within normal range. X-ray appeared to show the lead in the foramen, but the health care provider (hcp) was unable to locate images from ot to compare (meaning of ¿ot¿ was unclear, but it was interpreted as the x-rays taken at the implant procedure). Therapy was unable to be re-established with programming adjustments. The complete system changed. Good physiological markers seen in ot. The device was explanted and replaced. The patient status was unknown. Additional information received reported that the patient was recovering, and therapy was re-established yesterday.